Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
A patient reported that they have stopped using their retainers because they were dangerously tight and made a tooth loose. Update to file, the patient stated that both teeth seem to have healed enough that they are not "loose" anymore". Their teeth have shifted since they stopped wearing their retainer for a couple of weeks.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.